Manufacturer narrative:
The device was returned with the introducer, pusher, and the implant coil for analysis. The returned device was the hydroframe 10 and the device was noted to be within specifications; however, the label used to print the information for this device was incorrect. The label was for a azur cx d18 coil. The investigation did not confirm that the returned part or device inside the package was incorrect. The label used on the packaging was incorrect. Instead of using the hydroframe 10 label information, the label used was for an azur cx d18. The information related to the device, the size, and the lot number were correct. An investigation was opened to address package labelling issues.

Manufacturer narrative:
The lot number was provided. A lot history trend review was performed and there were no similar complaints for this lot number. The device has not been returned to the manufacturer. A photograph of the packaging was provided. The investigation is currently underway.

Event description:
It was reported that after the coil had been removed from the sterile pouch and the scrub tech was getting ready to prep the coil, the company representative noticed that the coil hoop did not look "right" and checked the device package labels, which indicated an azur cx 18 peripheral coil was inside the hydroframe 10 neuro coil box. The coil was not used in the patient.